Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they believe the implantable pulse generator (ipg) is malfunctioning as six months ago they started to experience fast heart beats, but the physician checked the ipg and did not see any fast arrhythmias. The ipg remains in use. No patient complications have been reported as a result of this event.